Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that basal delivery stopped. Review of t:connect pump data confirmed that a low insulin alert and a very low insulin alert occurred followed by an empty cartridge alarm. The user's blood glucose (bg) level was 387 mg/dl. The user addressed the bg level with a bolus via the pump.

Manufacturer narrative:
Reportedly, the user had high ketone levels and the user's healthcare provider considered the ketone level as life threatening.